Manufacturer narrative:
All operating currents are within specification. Unit passed displacement properly. Power error detected alarm noted due to connector resistance issue electrical board. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. Which were reoccurred after previous troubleshooting within a week. Customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting. The device will be returned for analysis.